Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned journey uni tibial impactor confirms the plastic bumper has a piece missing. This piece was not returned with the device. The device shows signs of significant use and wear. A medical investigation conducted and confirms per email correspondence, there was no patient injury, and all plastic was removed from the patient. The procedure was completed without delay, using the same device. No further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka surgery the plastic of the journey uni tibial impactor broke while impacting the tibia. All plastic was removed from patient. The procedure was completed with no delay using the same device. No patient injury or other complications were reported.